Event description:
It was reported to philips that the lateral x-ray stopped working due to a communication issue with the flat panel controller on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service resecured the flat panel cable and swapped communication cables. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).